Event description:
The physician was using an assurant cobalt peripheral stent for treatment of a lesion in the common iliac. The lesion was mildly tortuous with heavy calcification and 90% stenosis. Resistance was noted when advancing the device to the lesion and force was used in an attempt to cross the lesion. At this point the physician noticed that the proximal end of stent was frayed. The device was removed along with the wire and sheath and another assurant cobalt was used to treat the lesion. There were no issues noted during prep/inspection prior to use. The lesion was predilated. There was no patient injury and no clinical sequelae were reported. Device evaluation: the stent had moved distally along the balloon. The 1st two distal segments were raised and deformed. Crimp impressions were evident along the exposed balloon. The shaft was kinked at the proximal pillow.

Manufacturer narrative:
(B)(4). Results: failure to follow instructions (force was used), patient condition affected effectiveness of device (mildly tortuous with heavy calcification and 90% stenosis), related to another device (interaction with wire and sheath). Conclusion: another device caused failure (interaction with wire and sheath), device failure/lack of effectiveness related to patient condition (mildly tortuous with heavy calcification and 90% stenosis), user error contributed to event (force was used).